Event description:
The customer had reported that the activation button of the device was sticking. No other information was provided. Upon receipt of the device for evaluation at covidien, a preliminary investigation of the device found that when the button became stuck, the device continued to activate until the end of the current seal cycle.

Manufacturer narrative:
(B)(4). One used lf4318 was received for evaluation. The returned sample did not meet specification as received by covidien. Visual inspection found no defects. The button was not stuck down as received. The reported condition was confirmed during testing. The investigation found the button stuck down when it was pressed on the side. The button did not stick down when pressed in the middle. Power is not continuously delivered once a button becomes stuck and the cycle completes. The device will either be non-functional or complete the seal cycle on the cycle the button becomes stuck and then become non-functional. Corrective action for sticking button failures has been implemented.